Event description:
Information received indicates the technician found hi/low drive brake assembly was dirty and greasy, allowing the bed to drift down after 15 minutes.

Manufacturer narrative:
The technician disassembled and cleaned the hi/low drive brake to repair the bed.